Event description:
The customer initially reported that the jaw area broke while it was being cleaned with wet gauze. No pt was involved in this incident. Another device was used to complete the procedure. The device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.